Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-01943. It was reported that occlusion of the vessel occurred. The target lesion was located in the proximal left anterior descending (lad) artery. Following pre-dilation with a 2.5x12 emerge balloon catheter, a 4.00 x 32 synergy ii drug-eluting stent was deployed to treat the lesion. Thereafter, post-dilation was performed with a 4.5x12 nc emerge balloon catheter. During the final contrast injection, it was noted that the lad was closed. Multiple doses of intracoronary (ic) adenosine were given along with aspiration runs using a non-bsc aspiration catheter. Integrilin was also given at this time, then the lad opened and the procedure was completed. No further patient complications were reported.